Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8253410, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that during a thyroid procedure (substernal goiter) there was a lot of noise coming from the nim system. During troubleshooting it was determined that one of the leads was off-target. The site attempted to reposition the tube without success, so it was swapped for another one. While troubleshooting the surgeon continued to operate and after the thyroid was removed it was found that the right recurrent laryngeal nerve was no longer responsive; there was a 30 minute delay. On follow-up, it was reported that the tube and nim system began making noise one hour into the procedure and the tube vocalis had a red x. The doctor proceeded to work during troubleshooting the issue. The system was changed with another nim so there was an interruption in monitoring while changing out the unit to another one. During that time, the doctor believes the injury occurred, since before the troubleshooting began, the vegas nerve was functioning. Post specimen removal, the vegas nerve was found unresponsive. No visual nerve resection was reported. It was also mentioned that the doctor believes that the tube was defective and seemed to be the issue as the system quieted after intubating with a new tube. The surgeon performed a hemi-thyroid vs total, he anticipated voice interventions down the line. The nerve function did not return.